Event description:
It was reported that a user experienced intermittent signal loss between the dexcom g7 sensor and the ilet bionic pancreas, with the ilet displaying sensor reconnecting while the dexcom app remained connected; the agent had the user toggle the settings, after which pairing proceeded, consistent with an intermittent communication interruption. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and confirmed an intermittent bluetooth communication interruption associated with the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was system pairing latency and environmental or setup factors affecting bluetooth connectivity.

Manufacturer narrative:
Initial.